Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the black wire inside of the front therapy electrode cable was broken, which caused the check therapy electrode messages reported by the pt. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.